Event description:
Customer reported that she dropped the insulin pump and the screen went blank. Customer inserted a new battery and the display returned. No cracks on the device were reported. Customer stated that the basal rates and bolus wizard settings were all different. Settings were fixed with a representative's assistance. Customer stated that her blood glucose was out of control over the weekend. Customer also reported that the sensor glucose reading was low and she received a low glucose alert on the insulin pump but her blood glucose value was normal at 112 mg/dl. Customer stated that the insulin pump was still alarming for low and the only way she could get the alarm to stop was to have sugar; she woke up with blood glucose of 261 mg/dl. Customer stated that her doctor feels that the device is not working properly. During troubleshoot; it was stated the drive support cap is recessed. Self test and displacement test passed. Lats blood glucose value 183 mg/dl. Nothing further reported

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.